Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and a non-boston scientific right ventricular (rv) lead exhibited out of range intrinsic amplitude measurements. Additionally, oversensing of noise was observed and resulted in storage of 5 non-sustained events on the same date with an unknown duration of pacing inhibition. Technical services (ts) recommended having a discussion with the patient regarding symptoms and/or patient activities or procedures at the time of the events. No further assistance was requested at this time. No adverse patient effects were reported. This lead remains in service. If information is provided in the future, a supplemental report will be issued.